Event description:
During a mitraclip procedure, an ultrasound revealed cardiac enlargement, and it was determined that there was suspected bleeding from a blood vessel located on the left atrial wall (posterior wall). The physician suspects that damage to the atrium most likely occurred when the brockenbrough was performed using the sheath. The sheath was used for septal puncture and suspects that the non- (B)(6) (baylis medical) needle may have rubbed against the left atrial wall (posterior wall) when the sheath was advanced into the left atrium after passing through the septum. An echocardiogram showed that the posterior wall of the left atrium was more enlarged than preoperatively. As there was no pericardial effusion and vital signs were stable, the procedure was continued and no additional treatment for cardiac enlargement or bleeding was required. The procedure was completed with no further issues. There were no performance issues with any (B)(6) device. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).